Manufacturer narrative:
The product was returned. Blood and solution is dried on the lens. Both haptics are bent in the distal area. One haptic is pulled from the haptic insertion area. The pulled out haptic has a bulbous area which is indicative that a weld was performed during the manufacturing process. The optic is cut from edge towards center, typical of insertion and removal. The customer indicated the use of a qualified cartridge, handpiece, and viscoelastic. Associated product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The reported damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution, blood, and the condition of the returned sample, the damage is most likely related to customer handling.

Manufacturer narrative:
A sample device was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. A completed questionnaire was received. (B)(4).

Event description:
A surgeon reported that 3 weeks after an intraocular lens was implanted, one of the haptics separated from the optic. The lens was exchanged for another similar lens. In a follow up, the surgeon indicated that prior to the exchange, the patient experienced variable blurred vision. The event resolved after the exchange intervention.